Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 01/18/2012, belt 08/28/2015.

Event description:
A us distributor contacted zoll to report that a patient had passed away while wearing the lifevest in a rehabilitation center on (B)(6) 2021. Review of the download data indicates the patient received three appropriate treatments on the date of passing. Per the continuous ECG recording, the patient was in an idioventricular rhythm at 50 bpm degrading to asystole at 23:26:35 on (B)(6) 2021. An arrhythmia was detected at 23:28:17, the patient was in vt at 140 bpm with motion artifact/tactile artifact. No lifevest treatment was delivered because the rate of vt was below the physician prescribed threshold of 150 bpm. An arrhythmia was detected at 23:30:05 while the patient was in vt at 140 bpm with tactile artifact, degrading to vf. Gel was released at 23:31:04. The patient received the first appropriate treatment at 23:31:20. The patient's rhythm at the time of treatment was vf with tactile artifact. The patient's post-shock rhythm was vf with tactile artifact. The patient received the second appropriate treatment at 23:32:23. The patient's rhythm at the time of treatment was vf with tactile artifact. The patient's post-shock rhythm was vf with tactile artifact. The patient received the third appropriate treatment at 23:33:08. The patient's rhythm at the time of treatment was vf with tactile artifact. The patient's post-shock rhythm was vt at 110 bpm. After the third appropriate treatment, the patient's rhythm transitioned to low amplitude vf. The vf amplitude was too low to determine a rate for arrhythmia detection, preventing the lifevest from initiating a treatment sequence. The patient was in an idioventricular rhythm at 70 bpm, which degraded to asystole with electrode lead fall off and motion artifact from approximately 23:36:03 until the electrode belt disconnection at 23:57:46 on (B)(6) 2021.